Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had blood glucose levels that have been hovering around 500 mg/dl. Customer stated that twice it was in the low 200 mg/dl range. Customer's readings in the morning were 388 mg/dl and 467 mg/dl. Customer has been taking a manual injection. Customer's current blood glucose level was 476 mg/dl. Customer treated with the pump and manual injection. Customer has the following symptoms of high blood glucose: depression. Customer ran a manual prime and an insulin did exit the tubing. Pump settings and alarm history were reviewed and found to be correct. Customer was advised that the pump was working as designed. No additional information provided.